Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing (nsrvo) was observed. The nsrvo was triggered from temporary loss of capture. The device was reprogrammed to resolve the event. The patient was in good condition with no adverse consequences.